Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced a blood glucose of 450 mg/dl, with small ketones, and polydipsia, associated with an alleged motor rewind issue. Reportedly, the patient discontinued pump therapy, and was treated with insulin via injection by a non-healthcare provider. During troubleshooting with customer technical support, it was revealed the piston rod was not retracting, and the pump was rewinding to the 206 unit mark. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a motor rewind issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 30-jan-2019 with the following findings: during investigation, no motor noises or malfunctions were duplicated. The black box showed the data from the date of the complaint had been overwritten due to continuous use. No evidence of motor defects or delivery interruptions were found. The total daily dose was reviewed from the date of the complaint until the end of use and added up correctly with the basal program. No evidence of rewind, load, or delivery interruptions were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.